Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the jaw tips were damaged. Pieces of the overmold were missing and not returned. Functional testing noted that the device's jaw opening and closing mechanism were functioning properly. The weld integrity of the device was inspected and was found to be within specification. It was reported that the device broke during application. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The damage to the device's s jaw likely occurred due to a drop, or due to the jaws coming in contact with a hard object, possibly during the insertion or extraction of the devices' jaws from a trocar instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: carefully insert and withdraw the instrument through the cannula to avoid damage to the device or injury to the patient or both. Close jaws using device lever before insertion/extraction in the cannula. Do not attempt to seal or cut over clips or staples as incomplete seals/damage to the cutting blade will occur. Contact between an active electrode and any metal objects may result in alternate site burns or incomplete seals. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a procedure, the tips of the devices were damaged. The surgeon was previously advised to place the device in the quiver more gently, possibly using a longer quiver or placing gauze in the quiver to protect the jaw. The surgeon feels that this is a quality issue and that the jaws should be stronger, as the quiver is only plastic. Photo observation indicated that the seal plate appeared slightly lifted. Another device was used successfully with the same generator. There was no patient harm or injury. Medtronic's initial evaluation of the incident device found pieces of the overmold were missing on one device and not returned. The pieces did not fall into the patient. The surgeon believed the damage to have occurred when placing in the quiver.

Manufacturer narrative:
D10. Concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial# unknown); lxmj37s, maryland xp inline sealer/divider 37cm (lot# 53230222x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a procedure, the tips of the devices were damaged. The surgeon was previously advised to place the device in the quiver more gently, possibly using a longer quiver or placing gauze in the quiver to protect the jaw. The surgeon feels that this is a quality issue and that the jaws should be stronger, as the quiver is only plastic. Photo observation indicated that the seal plate appeared slightly lifted. Another device was used successfully with the same generator. There was no patient harm or injury. Medtronic's initial evaluation of the incident device found pieces of the overmold were missing on one device and not returned.